Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed the patient's implantable cardiac monitor (icm) exhibited post-sensed t-wave oversensing (pstwos). Programming changes were recommended. No patient symptoms or intervention was reported.